Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The device also exhibited inappropriate shock due to incorrect interpretation of signal, and backup operation. The device was replaced. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.